Manufacturer narrative:
A health hazard evaluation was performed on 03/16/2020 (hhe 823711u 031620). As a result of the evaluation, a safety notice will be sent with precautionary measure for removing the implant in case there is no inner vial cover. Internal complaint number (B)(4) was issued on (B)(6) 2020. Non-conformance material report ncmr# (B)(4) was opened on 01/29/2020 to document that one vial was found with a missing inner vial cover, part number p1001-11g. Per the ncmr, (B)(4) units of remaining inventory were re-inspected and one vial was confirmed as missing the inner vial cover (part number p1001-11g). There are no customer complaints for lot 149886 and no injuries reported to date.

Event description:
Per complaint (B)(4), a review of finished goods inventory currently in our distribution center was performed as part of a CAPA (B)(4) to identify, quarantine, document, and disposition any mis-labeled/mis-packaged inventory that may be on-hand. Non-conformance (B)(4) was opened on (B)(6) 2020 to document the following non-conforming product identified during the inventory check. Part number 823711u was identified as having incorrect assembly inside the vial; the assembly was missing the inner vial cover.